Event description:
It was observed that during the device evaluation, the subject device exhibited channel clogging. Foreign objects were coming out of the leading edge due to a blockage in the biopsy channel. There was no aspiration at all due to the blockage in the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material remained in the area for the device. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.